Event description:
It was reported that the procedure was cancelled. An angiojet catheter and angiojet ultra system console were selected for use in a thrombectomy procedure. During the procedure, the pump was damaged. The procedure was cancelled. No patient complications reported.